Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that the laser had low power. Add'l info has been requested.